Event description:
Reporter alleged the blood glucose monitoring device base unit 3rd and 4th contacts from the right are bent, out of place, and there is black plastic. Reporter stated there was melting in the area of the contacts on the glucose device base unit. Reporter stated the device was cleaned and disinfected with bleach solution. A request was made for the return of the suspect device and replacement product was sent.